Event description:
The complaint is regarding an issue with a level sensor during priming or circuit setup of a perfusion medical device. The level sensor was reported to have an intermittent sensitivity issue. Occasionally, it did not detect the actual fluid level and the led remained illuminated, indicating a false fluid level detection. No physical damage observed on the sensor, with no visible cracks or gaps on the sensor housing, and no traces of humidity were found inside the sensor head.